Manufacturer narrative:
The technician replaced the brake and brake/steer casters and the brake block mechanism to repair the bed.

Event description:
Information received indicates the brake and brake/steer casters are not working.